Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered t forceps elevator had foreign material, inside of the light guide lens was dirty and the nozzle was clogged. The clogged substance was not visible and was not coming out. Additionally, deformation of up/down/ right/ left knob, water tightness is lost, adhesive on bending section cover had scratch, connecting tube had a wrinkle, universal cord had a scratch, due to wear of angle wire, the play of up/down & right/left knob was off, the bending angle in up direction was off and the distal end of the device had a dent. Collapsed or damaged bending section was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during reprocessing, leak from angulation knob on the duodenovideoscope. Upon inspection and testing of the customer returned device, the forceps elevator had foreign material and the light guide lens was dirty. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to inappropriate and/or insufficient reprocessing. It is likely that inside of light guide (lg) lens, lg-lens glue, objective (ob)-lens surroundings and distal end of the device was dirty and turned brown due to physical stress resulting in a leak. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.